Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. We were unable to verify the button error alarm due to the blank display. The pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that he had a button error alarm on the insulin pump because he was caught out in the rain. Customer stated that the pump got water in it. Customer's blood glucose was 105 mg/dl. Customer treated for his blood glucose. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.